Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 34-35 mg/dl. The cause of the low bg was unknown. Customer consumed carbohydrates to address low bg. Paramedics were called and treated customer with glucose injection and juice boxes. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.